Event description:
The customer reported that during preventive maintenance of the device, they noted that the energy test was 80% lower than expected. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.